Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received frozen display as well as insulin pimp was not working. The customer¿s blood glucose level was 260 mg/dl and 200 mg/dl. Customer was stated that to observe time clock for one minute to verify that the time advances. Customer also stated that the buttons stopped responding. Customer troubleshoot was performed. Customer was advised to the insulin pump will need to be replaced and revert to a back-up plan and. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on act and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display, time/clock anomaly and frozen screen noted.